Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The june 2007 15-month resolution clipping device product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. See associated medwatch reports 6000048-2007-00263, 6000048-2007-00265, & 6000048-2007-00266. Bsc reference a00076028/502605.

Event description:
Note: this report pertains to the first of four malfunctions occurring in the same patient. On july 17, 2007, it was reported to boston scientific corporation that a resolution hemostasis clipping device was used in a hemostasis procedure for an arterial bleed located above the banded varices in the proximal esophagus. According to the complainant, the procedure started at approximately 8 am in 2007. After a hemostasis procedure using "ephinephrine and injections of alcohol was not effective due to [the] nature of the arterial bleed (unable to sustain clot formation)," the resolution hemostasis clipping device was used. The nurse was able to close the clip and :could hear it snap." However, the clip did not release from the catheter; therefore, the nurse pulled it from the tissue causing additional bleeding. The "field of vision with scope became impaired due to the bleeding." As the device was pulled back into the scope, the clip released from the catheter into the patient and was left to pass via peristalsis. A second resolution hemostasis clipping device was then used and also failed. (See associated medwatch).